Event description:
It was reported to apyx medical corporation that post subdermal coagulation procedure on the medial thighs, the patient experienced severe hypotension and decreased heart rate towards the end of the procedure. It was also noted that the patient did not have enough incision sites for gas egress in effort to make as few incisions as possible for "aesthetic reasons". The gas buildup during the procedure was the cause of the hypotension and decreased heart rate. The probable cause of this adverse event and use of equipment is due to lack of proper training and compliance with all the protocols of apyx medical corporation.